Event description:
After the pt had surgery, the balloon was purged with over 900 psi of helium. The balloon was only partially inflating with low augumenting pressures. It took over 1500 psi of helium to fully inflate the balloon. Iabp continued without further problems. (Event complications: none from the event - reported - ) 11/20/96. (Pt's current status: unk - rpt'd - 11/20/96).